Manufacturer narrative:
All available information indicates that the device remains in service. There is no additional information available. If additional information becomes available the event will be updated.

Event description:
Boston scientific received information that during the post-operative device check, a chest xray was performed. A microdislodgement of the right ventricular (rv) lead was observed, with decreased r-wave and increased threshold measurements. The device was reprogrammed to monitor only. An invasive lead revision procedure was performed and the lead was repositioned. No further complications were reported.